Event description:
A malfunction alarm was reported, but no notable events occurred prior to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump, and assisted the customer in doing so. The customer was able to continue using the pump after the reset and was advised to call back if the malfunction code recurred.